Manufacturer narrative:
(B)(4).

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 220 mg/dl. The customer changed supplies and resumed insulin therapy.